Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6) 2010.

Event description:
The patient's spouse reported that the cardiac resynchronization therapy defibrillator (crt-d) had been beeping. The patient subsequently expired due to congestive heart failure and infection. No further information could be obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's last known following physician later reported that the cause of the beeping was unknown and they suspected that the reported infection was related to cholangitis.